Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not given. Suspected cause was due to the customer¿s settings requiring adjustments. The customer addressed their bg by consuming carbohydrates. Customer updated their pump settings to address the event.